Event description:
It was reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 520 mg/dl. Customer was hospitalized due to diabetic ketoacidosis high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer's father states that when customer was taken off of insulin drip, blood glucose began to rise again which is why healthcare professional assumes insulin pump was not working. Healthcare professional requested for insulin pump to be replaced before discharging customer. Caller was advised to have customer call for troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.